Manufacturer narrative:
(B)(4). Evaluation summary pending completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to reporter, during a sleeve gastrectomy, the device stopped firing the reload after approximately 10mm. The jaws of the device were opened and removed from the tissue. There was no patient injury or adverse event reported with this incident.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of 1 powered handle, one adapter , two reloads, and one battery pack opened by the account.no additional visual abnormalities were noted for the handle. It was noted that the adapter was engaged with reload 1. The eeprom was uploaded and indicated 25 autoclave cycles for the handle and adapter. Visual inspection of the cartridges revealed that the reloads were partially fired with their interlocks engaged. The distal sutures were anchored on fragments of buttress material. The anvil clamping mechanisms were deformed. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. A pmv representative reload was utilized for functional testing of the handle and adapter. The subject battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The pmv representative reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The reload was then cycled without hesitation or binding. The reloads were loaded into the subject powered handle, adapter , and battery pack for functional testing. For each, the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlocks were overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. The sutures released properly. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. A review of the handle, adapter, and reload device history records indicates the device lot numbers were released meeting all quality specifications. A review of the device history record for the battery pack was not performed because the manufacturing lots leave the supplier having been released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.